Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was involved in an altercation that resulted in the implantable cardioverter defibrillator (ICD) pocket opening up. The device was exposed and so the physician considered the pocket infected. The implantable cardioverter defibrillator (ICD) system was explanted and a few months later was replaced. No further patient complications have been reported as a result of this event.